Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms that the end of the thread has broken off and was not returned. A review of the complaint history shows no prior complaints for the listed lot/failure mode. Our investigation did not determine the specific cause of the damage; however the device was manufactured in 2009. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported the tip of the inserter broke off in the stem and was unable to be retrieved. The tip was left in the patient.